Event description:
According to the reporter, during a lap chole, the devices were dragging when they were being removed from the port. Some of the instruments were having a hard time being inserted into the trocar. They were able to work through the difficulty. There was no patient injury or adverse events reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.